Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an error e103. And was missing a screw in the heat sink. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction (error code e103) was confirmed due to failure of the ignitor. Based on the results of the investigation, the definitive root cause of the faulty ignitor could not be determined. Olympus will continue to monitor field performance for this device.